Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. (B)(4). The following has been provided by the initial reporter: it was reported that customer experienced a scan image failure while conducting the veritor at home test kit. Customer also reported that they tested negative twice on the veritor at-home test kit. Customer reported testing positive on a subsequent pcr test.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested negative twice on¿ the bd veritor at home covid-19 test (material#: 256094), batch number: unknown, ¿and positive on a subsequent pcr test. Customer also experienced a scan image failure with the veritor at home covid-19 test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative as well as scan image failure was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. Eua#: (B)(4). The following has been provided by the initial reporter: it was reported that customer experienced a scan image failure while conducting the veritor at home test kit. Customer also reported that they tested negative twice on the veritor at-home test kit. Customer reported testing positive on a subsequent pcr test.